Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a blank display and keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a blank display and no significant events leading to the event was observed. Customer reported that the display did not return even with multiple battery changes. Customer also reported that the insulin pump buttons were unresponsive. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No blank display or button error alarm noted. Device had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test and displacement test due to unresponsive button.